Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the garment straps. Patient reported allergies to elastic and gets rash from her bra sometimes there was no alleged device malfunction contributing to the irritation. Patient reported that her doctor recommended hydrocortisone cream. Follow up indicated that the cream is helping with the skin irritation.